Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not delivering insulin properly. Customer suspected possible infusion set tubing or cannula issues; however, this could not be confirmed. Customer's blood glucose (bg) was between 400-500 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.